Event description:
This lead developed noise due to a possible lead fracture. The patient received an inappropriate shock. This lead was capped and replaced. Should additional information become available, this file will be updated.